Event description:
A reliant balloon was used as an accessory product during a thoracic endovascular aortic repair. The diameter of the thoracic aneurysm was 60 mm. The vasculature from the puncture site to the lesion was severely calcified and moderately tortuous. It was reported that a 38x38x150 valiant stent graft was implanted through the right femoral artery using a pull-through technique with another manufacturer¿s. After successfully deploying the stent graft, the delivery system was removed and replaced with a 14 fr. Sheath. The reliant balloon was then inserted. Because, the fluoroscopy was focused on the target site in the thoracic aorta, the balloon could not be visualized until it was near the target lesion in the thoracic aorta. While advancing the balloon, the patient¿s systolic blood pressure dropped to 30 mmhg. Fluoroscopy of the iliac artery confirmed that the balloon went before the guidewire and perforated the iliac artery. The reliant balloon was immediately reinserted through the left side, and another manufacturer¿s stent graft was used to cover the iliac perforation. This was not successful, so the physician then repaired the artery with a 10 mm synthetic vessel. No additional clinical sequelae were reported, and the patient was stable following the procedure. The physician commented that there was no issue with the reliant balloon; the event occurred because there was no tension on the soft guidewire, and the balloon was inserted without fluoroscopic guidance.

Manufacturer narrative:
(B)(4). Evaluation, conclusions: failure to follow IFU (advancing balloon without fluoroscopic guidance).